Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead due to infection. The patient will not be re-implanted.

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead due to infection. The patient was interested in getting re-implanted; however, they have a pre-existing blood condition which causes reoccurring infections and caused their body to reject the device. It was confirmed the patient had a variety of comorbidities contributing to body rejecting the device. So, the patient will not be re-implanted. The plan is for the patient to see a specialist and then see the urologist later this year to discuss other the options.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5 statement.